Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact. No additional information was provided. Multiple attempts were made my tandem technical support to follow up with the customer, but no response was received.